Event description:
The customer reported that she was hospitalized due to an insulin reaction. The customer's blood glucose reading was 53 mg/dl when the paramedics arrived. The customer only remembers waking up on the floor. The customer stated that she would be checking with her doctor to make sure that her insulin pump settings are correct. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.